Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4). The reported issue was due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. Evaluation of the platform during initial power-up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. Visual inspection was performed and noted no physical damages upon receipt. The archive data was reviewed and contained a system error (latched error 71) error message occurred on (B)(6) 2018, thus confirming the reported complaint. In addition, unrelated to the reported complaint, archive data show user advisory (ua) 41 (patient temperature sensor failure) error occurred on (B)(6) 2018, however, could not be duplicated during the platform evaluation. As a precautionary measure, the temperature sensor cable was replaced. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred to address the issue. Following the repair and service, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.